Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The manufacturing process for this device was reinvestigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The analysis of the provided trend data, acquired between 31 oct 2020 and 20 nov 2020 recorded the rv sensing amplitude initially at 17.5mv, before it dropped between 2 and 8 mv and stayed there till the end of the recorded period. The rv pacing impedance was recorded fluctuating between 350 and 520 ohms. Based on the reported ventricular dislodgement, the analysis of the provided iegm episodes confirmed atrial signals in the rv channel, which led to the reported inappropriate shocks. In spite of the available information, no conclusion can be drawn regarding the root cause of the reported ventricular dislodgement. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
It was reported that approx. 1.5 month after the implantation this lead dislodged to atrium and shocks were delivered due to atrial fibrillation. The lead was replaced by a new one and discarded.